Manufacturer narrative:
Corrected data: h6 (investigation conclusion).

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction is being made to previously submitted d9 - date returned to mfg. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. Olympus sent the subject device to a third party for culture testing on 06mar2025 where: sampling from: air/water channel. Colony forming units (cfu): 1 cfu. Bacterial identification: staphylococcus epidermidis. The device was evaluated where no abnormalities were found that could have led to the positive culture. Based on the results of the investigation, a root cause could not be determined. It is unclear what the customer reported as the failure from their sampling and culture testing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, only staphylococcus epidermidis was detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ "in general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed." ¿never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.